Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. Motion artifact contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. As reported, the patient was rushing to get on a plane. Patient removed the lifevest. The patient¿s battery charger was broken somehow. No injury was reported from the treatment. The patient did not seek medical attention. The patient has resumed using the lifevest.

Manufacturer narrative:
The monitor, electrode belt and monitor have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the damaged charger. The monitor, electrode belt and monitor have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4)(0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor reported that a patient's battery charger would not power on. The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. Motion artifact contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. As reported, the patient was rushing to get on a plane. Patient removed the lifevest. The patient¿s battery charger was broken somehow. No injury was reported from the treatment. The patient did not seek medical attention. The patient has resumed using the lifevest.